Event description:
It was reported following an atherectomy and angioplasty of the left superficial femoral artery (sfa) an 8f angio-seal vip was deployed in the right femoral arteriotomy. Difficulties were encountered during deployment as the cap detached from the device preventing the device to be pulled out of the puncture tract. The patient underwent surgical intervention for removal of the device. The angio-seal device was removed and all components were present. After backbleeding the common femoral artery, an excellent pulse was restored and the artery was sutured closed. The skin was closed with staples. The pt was admitted for observation overnight for hypotension. Estimated blood loss was reported as 200cc. The pt was placed on dopamine, dose unk. The physician stated the hypotension the pt experienced was a typical response for newly opened chronic occlusions. The pt was discharged 2 days later.

Manufacturer narrative:
No product was returned for evaluation. Review of the device history record was not possible since the lot number was unavailable. Based on the information received, the cause for the reported event could not be conclusively determined.